Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the segments at the proximal end of the stent. Segments were visibly raised upwards from the stent profile at the location of the damage. The bumper tip of the device showed no signs of damage. The balloon cone profiles were examined, the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the hypotube shaft confirmed no signs of damage or kinks. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-jan-2016. It was reported that crossing difficulties were encountered. The 70% stenosed, 5 x 3mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending (lad) artery. Following pre-dilatation of the lesion with a balloon catheter, a 3.50x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.